Manufacturer narrative:
The investigation for the reported issue has been completed. On february 18th, console logs indicate an unexpected shutdown at 19:08:05, followed by another shutdown shortly after at 19:11:53. Both incidents triggered "unexpected shutdown" alarms upon system reboot. After each shutdown, the console's software automatically restarted. Additionally, on february 19th, the console experienced another unexpected shutdown, resulting in "unexpected shutdown" alarm after rebooting. There were no warning signs or precursor events leading up to the shutdown, and no indications of any software failures. The console was tested, but the issue could not be reproduced during testing with the pump. No unexpected shutdowns or performance issues were observed. A thorough visual inspection of the internal components was conducted, but no physical problems were found. There was no interruption in the supply detected. The root cause of the intermittent, unexpected controller shutdown could not be determined, as there was no clear indication of the cause, and the issue could not be reproduced.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The automated impella controller (aic) had a preventative maintenance (pm) performed and during the pm, the aic kept rebooting on start up, and later it displayed: "unexpected controller shutdown". There was no patient involvement.